Event description:
Baxter received a report from a sales representative about a broken twist clamp on a transfer set. The patient is performing therapy for one year but it is unknown how long this set was in use. The defect set was sent to mountain home for evaluation. No prophylactic antibiotic treatment was given and no patient injury occurred. The patient is not using any cleaning solution or disinfectant on the set and is not over-torquing the twist clamp.

Manufacturer narrative:
Evaluation summary: the sample was returned for evaluation. The set was visually inspected and notes that one of the occluder feet was broken. No other visual defects were noted. The root cause of the broken occluder feet was undetermined.